Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a couple of cartridge leaks into the ilet pump insulin chamber, which caused her blood glucose levels to rise for a couple of hours. The patient reported that she had been connecting the cartridge, connector, and infusion set all at once before inserting them into the pump. She was advised to rewind the pump and insert the cartridge on its own, then lock the connector and attach the infusion set afterward, as improper supply change technique could be the cause of the leaks. No backup therapy, ketone testing, steroid injections, professional medical intervention, or additional assistance was required. The patient did not experience any immediate health effects. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.